Event description:
Problem: while analyzing data produced by respironics remstar m-series autopap machines, encore smartcards, and encoreviewer software, it was found that calculation of average apnea duration based on software-provided statistics was sometimes less than ten seconds. This is problematic since respironics definition of an apnea-event involves its lasting for at least ten seconds. This inconsistency appears irreconcilable. Consultation with several colleagues utilizing encorepro software revealed similar instances of this same problem with that software package as well. Context: obstructive sleep apnea -osa- is understood to produce its morbidity through two related mechanisms: frequent disruption of sleep, and systemic oxygen desaturation. Attention must be paid to both aspects, and modern software supporting data-capable home-use CPAP equipment provides surrogate feedback information for both. A substitute for eeg-evaluation of sleep architecture and direct measurement of respiratory parameters is provided by reporting of frequency of respiratory disturbance, indicated statistically with a variety of events-per-hour indices. A substitute for pulse-oximetry is provided by reporting of information about apnea duration, indicated statistically by: duration of each individual apnea-event and overall percent-time-in-apnea -e.g. Resmed software-, or total time-in-apnea, from which percent-time-in-apnea and average apnea duration can be calculated -e.g. Respironics software-. Implication: this finding appears to render respironics software information regarding apnea duration untrustworthy. Inaccurate feedback regarding this aspect of treatment of osa can potentially result in suboptimal equipment settings and in inadequate therapy, particularly when evaluating newly instituted treatment, the modification of therapy, or the effect of new adjunctive equipment. While some patients are treated without any software-base data-feedback mechanism, this is not the ideal therapeutic model, and those of us who do rely on data need to have confidence in the accuracy of that information. The source of such a problem could theoretically originate anywhere from the blower machine's firmware and memory, to the interface smartcard, to the encoreviewer and encorepro software. Actions: I posted a description of this problem on a public CPAP discussion board known for involvement of highly knowledgeable and technically sophisticated participants. While several hypothetical causes - and additional examples of occurrence- were suggested, no definitive explantation was offered. There was no indication that this issue had previously been recognized or discussed. I contacted respironics by email on saturday, 30 may 2009 and described the problem. I received a prompt response from the encore support group the following month. He requested additional information, which I provided the same day. The next day, he advised me that "I have escalated this email and issue to our engineers". Three days later, I was contacted by senior software engineer, advising me that "the encore data discrepancy problem has been investigated by our engineers and it has been promptly escalated to our upper management." On monday, 8 june, I was contacted by director of sleep therapy engineering, who commented that "we believe that - we can fully describe your results." I declined an invitation to discuss the matter by phone, preferring written documentation. I also provided a draft of this medwatch submission. Since that contact, I have received no further communication from respironics. Diagnosis or reason for use: obstructive sleep apnea.